Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. A review of the trends showed the impedances were stable between 70-90 ohms until mid-october when the values increased to high out of range shock impedances greater than 125 ohms. All other measurements were noted to be stable. Boston scientific technical services (ts) recommended to continue monitoring the lead until values exceed greater than 145 ohms. It was suspected that there was calcification around the coil. At this time, the rv lead remains in service. No adverse patient effects were reported.